Event description:
Medwatch mw5183423 report date 10/30/2025 received 2/10/2026 describing an event or problem as: "my family member passed away with use and adjustments to the true metrix self-monitoring (B)(6) 2021, (B)(6) hospital, (B)(6)." No meter serial number or strip lot number or contact information was provided.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to reported death on medwatch under mw5183423 (MDR report key (B)(4)). Test strips were not returned for evaluation. Meter was not returned for evaluation. Mlc-028: there was not enough information to determine the mlurc note: manufacturer made three attempts to contact customer via email requesting additional information in reference to medwatch mw5183423 - customer did not respond to the emails.